Manufacturer narrative:
Procode: qhp. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2021-00057 thru 3012447612-2021-00069.

Event description:
It was reported that four months post-op, the patient's scoliosis curve changed from 51 degrees pre-op to 19 degrees post-op in the lumbar region, from 68 degrees pre-op to 50 degrees post-op in the thoracic region, but developed a trunk rotation in the thoracic region that measures 30 degrees on the inclinometer reduces to 20 degress in a prone position. The decision was made to remove the construct and fuse the associated levels (t5-l4) together. This is report thirteen of thirteen for this event.

Manufacturer narrative:
Reference reports 3012447612-2021-00057 to 3012447612-2021-00069 and 3012447612-2021-00137 to 3012447612-2021-00162 this follow-up report is being submitted to relay additional information and initially corrected information. Without a product return, no product evaluation is able to be conducted. The DHR was reviewed and no non-conformances or temporary deviations were associated with this lot that would have impacted the performance of the device; there are no indications of manufacturing-related issues that would have contributed to this event. Based on the information available, the cause cannot be determined. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that four months post-op, the patient's scoliosis curve changed from 51 degrees pre-op to 19 degrees post-op in the lumbar region, from 68 degrees pre-op to 50 degrees post-op in the thoracic region, but developed a trunk rotation in the thoracic region that measures 30 degrees on the inclinometer reduces to 20 degress in a prone position. The decision was made to remove the construct and fuse the associated levels (t5-l4) together. This is report thirteen of thirty nine for this event.